Event description:
The customer's mother reported that the insulin pump alarmed button error, battery out limit, failed battery test and multiple motor errors. It was found in the alarm history that the customer had the following alarms: battery out limit, failed battery test,button error and motor error. Customer declined to troubleshoot stated wanted insulin pump replacement. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm, failed battery test alarm or battery out limit alarm noted. Unable to test for motor error alarm due to no button response. The motor was tested outside of the device and passed. The insulin pump has minor scratched display window, scratched reservoir tube window, cracked reservoir tube lip and missing end cap sticker.